Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving shock due to vt timeout, which resulted in low out of range hv lead impedance measurement. The vt timeout was turned off and the patient will continue to be monitored.